Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error relief valve cracking pressure out of range. The device was not in use at the time of the reported event.

Manufacturer narrative:
Date rec¿d by MFR : 24jun2019, date of report : 22jul2019. The manufacturer¿s technical services confirmed the reported issue. Recommend removing unit from service to attempt adjustment of the pressure relief valve or continue trouble shooting. The customer replaced the defective power supply to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.